Manufacturer narrative:
The solex 7 catheter associated with this complaint was not returned for evaluation. The solex IFU provides clear instructions: "do not attempt to insert another catheter into the same vessel(s) as the solex 7 catheter if its tip will reside in the superior vena cava." "Insert the solex 7 catheter after the other catheter to prevent entrapment of the other catheter within the serpentine balloon of the solex 7 catheter." Based on this, it appears that the user was not aware of this clear instruction provided by zoll. Re-training of the customer on the device usage could be beneficial.

Event description:
As reported, the user had difficulty in removing the solex 7 catheter (lot # unknown) off the patient. During removal the physician experience resistance, it was observed that the balloon of the catheter has caught another peripherally inserted central catheter (PICC). Per the reporter, the PICC line (55 cm in length) was placed in the left internal jugular vein several days after the solex catheter was placed into the right internal jugular vein. The PICC line placement was verified per hospital protocol. The bedside nurse attempted to remove the solex catheter first when the PICC line was still in the vein. The solex catheter was twisted clockwise to assist with the removal of the PICC line. Upon removal, the PICC line was observed kinked and then fell open, dripping the propofol. No consequences or impact to the patient. The treatment was completed upon removal of the solex catheter. To date, the patient has moved out of the ICU neurologically intact.